Event description:
During my c-section ((B)(6) 2013), my hernia repair mesh (done in 2009) had turned into a mess within my body. As a result my large intestine was severed during the procedure and the mesh had to be totally removed and my intestine repaired. I am still recovering from this as it has been a very lengthy healing process.